Event description:
Surgeon was suturing with express sew needle when the needle misfired and the tip of the needle broke off in the patient's shoulder during a rotator cuff surgery. Surgeon was able to manually retrieve the broken tip and an x-ray was taken to confirm no foreign body left in the patient. Packaging and ID numbers not saved by the surgery staff.======================manufacturer response for express sew needle, (brand not provided) (per site reporter).======================surgery informed the rep. I do not have any feedback from the rep.what was the original intended procedure?rotator cuff repair.device #1is this a laboratory device or laboratory test?no.